Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple stuck button alerts, despite not pressing any button for an extended period. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed, including explaining the stuck button alarm, confirming there was no exposure to altitude changes, and instructing the customer to revert to a backup plan per healthcare professional instructions and place the pump in storage mode; the customer was informed that the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump passed self-test and displacement test. All buttons function properly. However, moisture damage noted on keypad traces. Unit successfully downloaded to thus/thump. No stuck button error alarms noted during testing. Verified pump alarmed stuck button on 10/02/2025 at 23:50:34 in pump downloaded history. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. However, the electronic assemblies were inspected and found pcb1 board and motor home switch corroded. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads cracked, corroded pcb1 board, and corroded motor home switch. Confirmed stuck key/button error alarm due to moisture damage keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.